Manufacturer narrative:
Upon complaint review, the event description was clarified. It was reported in the service order from (B)(4) that the trigger on the compact air drive device was jammed. It was further determined that the device was out of order and the motor did not work. During service and repair testing, it was observed that the power on the motor was too low and the trigger was blocked. It was further determined that the motor did not work, the superior part of the trigger was blocked, the device lacked power and the trigger was blocked. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter name and number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the compact air drive device trigger was jammed. During service and repair testing, it was observed that the power on the motor was too low and the device did not work. It was also observed that the superior part of the trigger was blocked. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.